Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had painful, uncomfortable stimulation. The patient called stating that she was changed from program 3 to program 2 a couple weeks ago, and starting last night the stimulation started to be uncomfortable and she's in a significant amount of pain in her left butt cheek, noting that it feels like "it's trying to rip it off". Patient services had the patient sync with the ins using their programmer and patient confirmed that she's using program 2 at 0.7 volts. The patient had been set at 2.1v, but she'd since lowered it to 0.7v. The patient opted to change back to program 3 and was assisted changing back to program 3 at 0.3v and the discomfort has stopped completely. The patient also mentioned that she had a return of her urgency symptoms toward the end of summer 2017 and saw her hcp (health care professional) regarding this, and that's when they changed the patient from program 3 to program 2. The patient was advised to track their symptoms and contact hcp if the target symptoms were not controlled at the current setting. No further complications were reported or are anticipated.